Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose increased to 433 mg/dl due to a no delivery alarm. The experienced fatigue and frequent urination. The patient normally treated high blood glucose via insulin pump bolus or manual insulin injection. No products were returned or replaced at this time.